Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging that one touch ultrasmart contacted lifescan alleging the one touch ultra meter will not power on. The complaint is classified based on the documentation of the customer care advocate (cca). The pt stated that the meter ceased to work on eight days earlier in the evening. On that day at approx 9:20am, the pt passed out, and was taken to the hospital by a paramedic. The pt tested at "41 mg/dl" on the paramedic's meter and was treated with a glucagon injection. The pt did not take any action in regards to diabetes treatment during the time of concern. During the troubleshooting session, the pt verified that the meter could not be turned on by pressing the power button and by inserting a test strip into the meter. The pt had changed the battery per the owner's manual. The meter's contact was in good condition. This complaint is being reported because the pt alleged to have been unable to test with her meter, passed out two days later, and treated for hypoglycemia. Replacement products were sent to the pt

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.